Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Very sporadic oversensing observed on stored electrocardiograms; 4 non-sustained tachycardia episodes with v-v intervals < 220 ms between (B)(6) 2014 and (B)(6) 2015. The criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered 3 times from (B)(6) 2014 to (B)(6) 2015, and again (B)(6) 2015. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance generally rises from 342 to 779 ohms between (B)(6) 2014 and (B)(6) 2015; rises to 874 ohms by (B)(6) 2016.

Event description:
It was reported that the patient's lead had high impedance and noise. The lead has a planned explant. No patient complications have been reported as a result of this event.